Manufacturer narrative:
Investigation results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for poor barrier separation was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that "cells are floating all stuck together" when using bd vacutainer® cpt¿ cell preparation tube with sodium citrate tubes. There was no report of exposure, serious injury or medical intervention.